Manufacturer narrative:
This report is submitted on january 15, 2020.

Event description:
Per the clinic, the receiver/stimulator of the device was repositioned on (B)(6) 2019 because the child's mother was not happy that the position of the bilateral receiver/stimulators were not at the same level on the head.